Manufacturer narrative:
This report is submitted on march 13, 2017.

Manufacturer narrative:
This report is submitted on february 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017 due to lack of clinical benefit. The patient was reimplanted with another device on the same day.